Event description:
It was reported that oversensing, inadequate capture, and inadequate shock were noted on the right ventricular (rv) lead resulting in the patient experiencing arrhythmia. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicating inadequate therapy was not noted and the patient did not experience arrhythmia. The oversensing noted on the right ventricular lead resulted in inappropriate high voltage therapy.